Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction of h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 12 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was not determined. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during reprocessing for an unknown procedure, the hd autoclavable camera head did not have image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the coupler was not moving well and needs to be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.